Event description:
The customer reported that the softclix lancets were packaged without the safety caps and it caused an injury to his hand. The customer did not describe the injury, and there is no information to suggest he received professional medical treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).